Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following linked patient identifier: (B)(6).

Event description:
It was reported the head of the electrosurgical knife "kept burning, breaking, and falling into the stomach" and "charred" with use of spray coagulation. The issue occurred with two devices on the same patient during a therapeutic peroral endoscopic myotomy. There were no reports of patient harm or impact. Additional information was requested but was not available at the time of this report.